Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with moisture damage on the lcd glass. No moisture damage on the interface board, rf board, motor, vibrator, keypad and battery tube assembly during visual inspection. Also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 124 mg/dl. The customer stated the insulin pump was exposed to water. He stated there is water under the display screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.